Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port. The complainant reported that they get sympathetic flow when using a secondary set. The following was encountered: -not pulling, demonstrating some levels of occlusion, when using secondary set that were: -spinning, -non-spinning, -with bonded set cl3511 and-when a cl211 was attached to the smartsite above the pump. There was no report of human harm as a result of this complaint/issue.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One used sample list #cl2100, chemolock connected to one (1) used infusion set and one (1) used, 0.9% sodium chloride injection were returned for evaluation. No physical damage or anomalies were observed. As returned, the sample was tested in different configurations and only with the returned configuration (the returned chemolock port + bd male luer port), failed the flow rate specifications. No additional damage or anomalies were observed. The male luer of the ICU chemolock port was found to meet the iso standard of luer dimension, and when isolated, was found to meet flow rate expectations. However, when connected to the bd port, the flow rate was confirmed to slow down below specifications. The complaint of no flow / cant prime / difficult to prime can be confirmed. Based on what was found the probable cause of flow restriction with the attached bd male luer and chemport lock is unknown as the bd port cannot be fully evaluated as it is a non-ICU product. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.